Event description:
It was reported that one day post implant procedure it was observed the right ventricular (rv) lead exhibit inappropriate capture and far p wave oversensing. Further observation of the egms and a chest x-ray confirmed that the rv lead had dislodged, and the physician claimed that the reason of lead dislodgement was unclear. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events lead dislodgement, capture anomaly, and far p oversensing. As received, a complete lead was returned in one piece with helix found extended and clogged with blood/tissue. After cleaning, the helix could be retracted and extended by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported events of capture anomaly and far p oversensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.